Event description:
It was reported the switch emitted sparks. Discussion with the user indicated that the electrical cord had been used as a handle, pulling the wire connections out of the switch casing which allowed the wire to emit sparks. The user then discarded the switch and directly wired the electric cord together. Subsequent to the time this unit was manufactured, we have installed a cable tie to reduce the likelihood of this type of incident. We concluded that this report was attributable to misuse on the part of the consumer.